Manufacturer narrative:
The investigation determined that discordant vitros ipth results were obtained from 27 patient samples, when processed on the vitros eci immunodiagnostic system. The assignable cause could not be determined, however, the calibration in use at the time of the event cannot be ruled out. Acceptable performance was obtained when an alternate calibration was put into use. The investigation determined the vitros ipth reagent and the vitros eciq system were operating as intended. Accuracy and precision studies were acceptable at the time of the event, indicating the vitros ipth reagent and the vitros eciq system were performing as intended.

Event description:
An ortho laboratory specialist, on behalf of the customer, observed discordant vitros ipth results obtained from multiple patient samples when tested on a vitros eci immunodiagnostic system and compared to a non-vitros centaur instrument or an alternate vitros eci immunodiagnostic system. Sample (B)(6). The discordant results were obtained during a method comparison (correlation) study. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. There were no patient results reported from the laboratory. There was no allegation of patient harm. This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).